Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a thrombus occurred. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac was selected for use. A 10,000 units of heparin were administered to the patient. The physician then checked to see if the patient had a computed tomography (CT) scan performed because the appendage anatomy might be difficult. Therefore, time had elapsed before performing the transseptal puncture. The physician dropped down on the septum at a mid/mid location with a good tent on the septum. The activated clotting time (act) was currently running. While confirming the good positioning, the physician punctured through the septum accidentally without radio frequency delivery. The physician requested to administer another 5,000 units of heparin. The pigtail wire and watchman access system (was) sheath were being advanced in the patient when thrombus formed on the tip of the was. The physician then moved the was back into the right atrium and the thrombus came back as well. The thrombus then fell in the right ventricle and moved into the right ventricular outflow tract before it disappeared into the pulmonary artery. Was taken out of the body and re-flushed. The procedure was continued, and another 5,000 units of heparin was given to the patient after the pigtail wire was positioned in the left atrial appendage (laa). The patient was stable throughout. The act was above 400 after recrossing the septum. The second act was also above 400. The watchman delivery system was inserted, and the closure device was successfully implanted in the laa of the patient. The patient was hospitalized. The device is not expected to be returned for analysis.

Event description:
It was reported that a thrombus occurred. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac was selected for use. A 10,000 units of heparin were administered to the patient. The physician then checked to see if the patient had a computed tomography (CT) scan performed because the appendage anatomy might be difficult. Therefore, time had elapsed before performing the transseptal puncture. The physician dropped down on the septum at a mid/mid location with a good tent on the septum. The activated clotting time (act) was currently running. While confirming the good positioning, the physician punctured through the septum accidentally without radio frequency delivery. The physician requested to administer another 5,000 units of heparin. The pigtail wire and watchman access system (was) sheath were being advanced in the patient when thrombus formed on the tip of the was. The physician then moved the was back into the right atrium and the thrombus came back as well. The thrombus then fell in the right ventricle and moved into the right ventricular outflow tract before it disappeared into the pulmonary artery. Was taken out of the body and re-flushed. The procedure was continued, and another 5,000 units of heparin was given to the patient after the pigtail wire was positioned in the left atrial appendage (laa). The patient was stable throughout. The act was above 400 after recrossing the septum. The second act was also above 400. The watchman delivery system was inserted, and the closure device was successfully implanted in the laa of the patient. The patient was hospitalized. The device is not expected to be returned for analysis. It was further reported that there was a decent amount of tenting nothing super excessive, so no excessive force was not applied. No the thrombus was noted while the sheath, dilator, rf wire was advanced over the left atrium. Then retracted back into the right atrium. A new location was used with the rf function to the cross the second time when recrossed the septum. The physician's opinion believes the sheath is super susceptible to getting clots/thrombus on the tip. The patient has been discharged and is doing fine and there was no long term complication. The versacross device was disposed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.